Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 89 mg/dl, 138 mg/dl, 156 mg/dl, 89 mg/dl and 97 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter also alleged obtaining other results of 110 mg/dl, and 142 mg/dl within 10 minutes of the 156 mg/dl, 89 mg/dl, and 97 mg/dl results. Reporter indicated that she took 500 mg of metformin and 5 mg of glyburide prior to the first 89 mg/dl result obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.